Manufacturer narrative:
Date of the event is estimated as the specific event date is unknown. Implant date- date of implant estimated relative to the estimated date of event as it is noted that the event occurred seven months post implant.

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Seven months post procedure, a thrombus was noted on top of the watchman closure device despite taking eliquis twice a day since the date of the procedure.